Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: 37082, serial# unknown, product type: extension. Product ID: neu_ins_stimulator, serial# unknown, product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that high impedance was measured after the extension was changed and tested with external stimulation. It was noted the event occurred post operation.

Event description:
Additional information received reported the manufacturing representative sent the implantable neurostimulator (ins) back to the manufacturer on the day of this report.

Event description:
It was reported that high impedances of 40,000 ohms were measured. The test lead was ¿right¿, so it was decided to change the extensions. The impedances were ¿bad¿ then, so impedance testing was done with a testing cable. Four impedances were ¿right¿. After testing with the implantable neurostimulator (ins), 8 impedances were "bad". Damage was detected removing the lead. The reporter thought the problem could be the lead with a bad contact. It was later reported that therapy was not effective for the patient; no sensation. Therefore, impedance measurements of the ins were made and all of them were high. Testing of the lead showed one high impedance and seven normal impedances. The extension was changed and the high impedances still persisted. Testing with a test cable revealed 4 normal impedances. It was therefore decided to change the ins. The patient was good and therapy was effective without any side effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.